Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. Additional information received: spoke to (B)(6) she stated she spoke with dr. (B)(6) and he stated that he wanted (B)(6) to reach out to the patient and speak with her first. Dr. (B)(6) opinion is that the insurance was denied due to the patient not taking alternative methods before having the linx implanted. (B)(6) is reaching out to the patient today.

Event description:
It was reported that a linx device was implanted (B)(6) 2022. The patient is reporting that it is shrinking in on itself, causing throwing food back up after 20 minutes of trying to digest. She can't eat because of the pain, can't burp, and air trapped in stomach. She had to go to hospital on (B)(6) 2023 because she couldn't breathe, talk, and started getting body trimmers. She even takes a sip of water when she wakes up and gets into pain instantly. She hasn't dealt with acid reflux issues until march of this year.

Manufacturer narrative:
(B)(4). Date sent: 8/7/2024. B3: only event year known: 2024. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: do you have the lot number and serial number? Lot number is 2738. Have you had any diagnostic testing done to address the symptoms you experienced while the device was implanted? If yes, what diagnostic testing was completed? (B)(6) 2024 egd dilated w/15-16.5-18. Ge junction is somewhat snug¿report attached. (B)(6) 2024 egd dilation with an 18-19-20 mm balloon dilator was performed. Mild stenosis. - report attached. (B)(6) 2024 barium swallow poor esophageal emptying mild gastroesophageal reflux. Can you share the results of the diagnostic tests? Yes, please see attached. Do you have an autoimmune disease? No, I do not have an autoimmune disease. Have you been prescribed medication by a doctor (not over-the-counter medication)? Yes if yes, what is the doctor's prescribed medication? 1. Sucralfate 1 gm/10 ml susp. 2. Pantoprazole dr 40 mg. 3. Ondansetron 8 mg. 4. (B)(6) 2024 lidocaine 2% visc sol. 5. (B)(6) 2024 ondansetron oral solution 4 mg/5ml. Are you currently taking steroids/immunization drugs? No, I am not taking steroids/immunizations drugs. If the device is removed please contact us and reference of (B)(4) we will like to have the device back for evaluation. The device has not been removed. My insurance company has denied the removal procedure. Op notes attached. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/4/2024.

Manufacturer narrative:
(B)(4). Date sent: 8/21/2024. Corrected data d4: UDI#. Additional information received: patient passed out in the bathroom saturday hurting her neck and elbow. She was having full body tremors from her neck to the bottom of her chest cavity on the left side of her body. She was taken to the ER and she was admitted to the hospital aug 10th to have her throat stretched again. The procedure was different than before. Previously a balloon was used but this time some sort of device was used. Patient stated when she woke up, she could take a deep breath but she is now back to more shallow breaths in-between speaking and by the end of the day she is losing her voice and sometimes its difficult for her to talk. Twice last week she lost her voice completely. Patient needs lidocaine to eat and sometimes after due to bad episodes of burping which is painful. This is the second time her potassium level has dropped due to vomiting and not being able to keep in the nutrition leading to her needing a potassium infusion which is painful even when diluted. Wed 08/14 evening it was difficult for the patient to eat even soft foods like bananas, strawberry, grapes, and creamy peanut butter with a ritz cracker. She would also like to add that she does not have an ulcer as it has fully healed. Patient also stated that her doctor did not submit her implant correctly to her insurance (as he only submitted for the repair of her hiatal hernia) and her insurance will not approve to have it removed due to them not approving to have it implanted. Patient stated that on her op notes the serial number is listed as na. Spoke with the patient and she underwent another dilation and still has difficulty swallowing. She¿s been advised the device needs to be removed. She will forward the medical records she has for our review. She inquired as to whether we¿ve heard from dr. (B)(6).

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number 27038, and no non-conformances related to the malfunction were identified. Additional information received: spoke with patient who indicated she¿s undergone two dilation procedures and is experiencing dysphagia. For the first couple of months after implant, it was working well and she had good resolution of symptoms. She did have mild dysphagia initially which resolved. Approximately four months after implant, she began experiencing trouble breathing, chest pain and dysphagia. She will undergo a third dilation on (B)(6). She gave us permission to speak with her surgeon in order to get additional information.